Manufacturer narrative:
The customer¿s report of smoke was verified through inspection. Review of the event logs showed the devices were last used on (B)(6) 2016. Programming began at 8:03am; the devices lost communication several times, however through review of both the pcu and pump module logs, it was determined that an infusion of 0.9% normal saline was started at 8:05:04 am at 500ml/hr with a vtbi of 50ml, and was paused infusion at 8:05:13 am. The pcu was then switched to dc power at 8:17am, and was shut off at 8:18am. Visual inspection of the pcu and pump module noted severe thermal damage on the left iui connector of the pcu and the right iui connector of the pump module. In addition, fluid residue was present on the pins of these connectors. Fluid ingress was also evident inside the pcu; residue/corrosion was present inside the front and rear case, on the logic board, and on the grounding plate. During lab testing, the boards were tested for shorts across the iui contacts; no shorts were discovered. The proximate cause for smoke coming from the devices was determined to be fluid ingress.

Event description:
The customer reported that the user visualized smoke coming from the devices. The pumps were in use on the patient, however there was no patient harm reported.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that the user visualized smoke coming from the devices. The pumps were in use on the patient, however there was no patient harm reported.